Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('suspected migrated essure') and fallopian tube perforation ('perforation (fallopian tube(s))') in a 39-year-old female patient who had essure (batch no. 857596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, dysmenorrhea, dyspareunia, contraception, dysplasia, pap smear abnormal, right lower quadrant pain, urticaria, miscarriage and headache. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included acute pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced constipation ("gastrointestinal or digestive system condition type: severe constipation"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("cramping"), fatigue ("fatigue"), mood altered ("hormonal changes describe: mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gastrointestinal inflammation ("gastrointestinal or digestive system condition type: intestinal inflammation") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with surgery (underwent a diagnostic hysteroscopy, diagnostic laparoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower and fatigue had resolved and the fallopian tube perforation, mood altered, vaginal haemorrhage, menorrhagia, weight increased, constipation, gastrointestinal inflammation and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, constipation, device dislocation, fallopian tube perforation, fatigue, gastrointestinal inflammation, menorrhagia, mood altered, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff symptoms substantially resolved after the surgery. She was left with permanent scars after the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: showed full occlusion; on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2019: quality safety evaluation of product technical compliant. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('suspected migrated essure') and fallopian tube perforation ('perforation (fallopian tube(s))') in a 39-year-old female patient who had essure (batch no. 857596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, dysmenorrhea, dyspareunia, contraception, dysplasia, pap smear abnormal, right lower quadrant pain, urticaria, miscarriage and headache. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included acute pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced constipation ("gastrointestinal or digestive system condition type: severe constipation"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("cramping"), fatigue ("fatigue"), mood altered ("hormonal changes describe: mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gastrointestinal inflammation ("gastrointestinal or digestive system condition type: intestinal inflammation") and abdominal pain ("abdominal pain/ pain") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with surgery (underwent a diagnostic hysteroscopy, diagnostic laparoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower and fatigue had resolved, the fallopian tube perforation, mood altered, vaginal haemorrhage, menorrhagia, weight increased, constipation and gastrointestinal inflammation outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, constipation, device dislocation, fallopian tube perforation, fatigue, gastrointestinal inflammation, menorrhagia, mood altered, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff symptoms substantially resolved after the surgery. She was left with permanent scars after the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: showed full occlusion; on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received: outcome of the previously reported event- abdominal pain was added, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("suspected migrated essure") and fallopian tube perforation ("perforation (fallopian tube(s))") in a 39-year-old female patient who had essure (batch no. 857596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, dysmenorrhea, dyspareunia, contraception, dysplasia, pap smear abnormal, right lower quadrant pain, urticaria, miscarriage and headache. Previously administered products included for an unreported indication: ibuprofen. Concurrent conditions included acute pain. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced constipation ("gastrointestinal or digestive system condition type: severe constipation"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("cramping"), fatigue ("fatigue"), mood altered ("hormonal changes describe: mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), gastrointestinal inflammation ("gastrointestinal or digestive system condition type: intestinal inflammation") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). The patient was treated with surgery (underwent a diagnostic hysteroscopy, diagnostic laparoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower and fatigue had resolved and the fallopian tube perforation, mood altered, vaginal haemorrhage, menorrhagia, weight increased, constipation, gastrointestinal inflammation and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, constipation, device dislocation, fallopian tube perforation, fatigue, gastrointestinal inflammation, menorrhagia, mood altered, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff symptoms substantially resolved after the surgery. She was left with permanent scars after the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: showed full occlusion; on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 25-feb-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- hormonal changes describe: mood changes, abnormal bleeding (vaginal, menorrhagia), perforation (fallopian tube(s)), weight gain/loss specify which one: weight gain, gastrointestinal or digestive system condition type: severe constipation and intestinal inflammation, abdominal pain. Reporter information, medical history, historical drug, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("suspected migrated essure") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower ("cramping") and fatigue ("fatigue"). The patient was treated with surgery (underwent a diagnostic hysteroscopy, diagnostic laparoscopy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain lower and fatigue had resolved. The reporter considered abdominal pain lower, device dislocation and fatigue to be related to essure. The reporter commented: plaintiff symptoms substantially resolved after the surgery. She was left with permanent scars after the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: showed full occlusion. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.